Manufacturer narrative:
The insulin pump received with blank display due to corroded electronic assemblies. The insulin pump received with corroded battery tube, corroded motor home switch and cracked case corner of the belt clip rails near the battery compartment. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was report that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The customer states had a crack on the backside on an insulin pump. The insulin pump will be returned for analysis.